Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of cholecystectomy. Prior to implant, the patient was involved in a motor vehicle accident ((B)(6) 2008) and developed a deep vein thrombosis (dvt) in the right common femoral vein. The filter was implanted via the left common femoral vein and deployed at the level of l2-l3. The patient is reported to have tolerated the procedure well and without complications. Approximately nine years and ten months after implantation, a computerized tomography (CT) scan revealed that the filter was located within the inferior vena cava (ivc) and 14mm above the renal veins. It further showed that the struts had extended through the caval wall by 2mm. The filter was noted to be parallel to the ivc with no evidence of fracture or focal stenosis. The patient reported having experienced stress and worry. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapeasevena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the filter struts outside of the inferior vena cava (ivc) wall. According to the information received in the patient profile form (ppf), the patient found about the perforation approximately nine years and ten months post implantation after undergoing a computerized tomography (CT) scan without contrast, to evaluate the filter. The scan showed the filter struts were extended 2mm through the caval wall. It also showed a 2cm right adrenal nodule and that the filter was normally located within the ivc 14m superior to the renal vein. Per the ppf, the patient is also suffering from stress, worry, pain from lungs collapsing and pain in the right side of chest. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates that the patient has history of being involved in a motor vehicle crash and right common femoral deep vein thrombosis (dvt). During the filter placement procedure via the left common femoral vein, the filter was deployed at the l2-l3 intervertebral junction. The position was confirmed using fluoroscopy. The patient tolerated the procedure well, had no complications and was taken to recovery in stable condition.